Event description:
The surgeon attempted to implant a silicone lens but the haptic tore during insertion. The lens was inserted and removed. The incision was enlarged and sutures were required. No more info has been forthcoming.